Manufacturer narrative:
2/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a vats procedure, the approximating lever broke while closing on tissue. The surgeon used another instrument to complete the procedure. No pt injury reported.